Event description:
It was reported that on april 4, 2024, a trochanteric fixation nail advanced (tfna) reamer broke in external head. Patient was consented for insertion of long tfna. Doctor said patient bone was very hard and dense due to other medical conditions and treatments. The patient bone took a long time to prepare guide wires, use opening reamer, ream canal, and advance the nail. When it came time to step ream for the lag screw into the femoral head, the patient bone was extremely hard. As they were advancing the reamer over the guide wire into the femoral head, the drill started to bog down and slow to almost a complete stop. As the doctor was removing the reamer to finish reaming, they took an x-ray image and looked at the tip of the reamer and notice a small piece had broken off due to the bone being so hard and the drill struggling to cut through. The doctor then took pituitary forceps to remove as much of the broken drill pieces as he could. A new 6mm/9mm drill and cannulated tap were used to finish reaming the femoral head. Doctors advanced the fenestrated screw into the femoral head and advanced the set screw to lock the screw in rotation. Once they got the position they liked with the nail they completed the case without a distal locker, per doctor recommendation. Surgery was completed successfully. There was no report of patient consequence. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.